Manufacturer narrative:
Manufacturers ref#: (B)(4). H6) ec method code: device not accessible for testing (4117). Summary of investigational findings: a 92-year-old patient was diagnosed on (B)(6) 2020 with a thoracic aortic aneurysm and elective treatment was declined. On (B)(6) 2020, the patient presented in the hospital with respiratory problems and was diagnosed with rupture of taa and transferred to another hospital for emergency surgery. Tevar with implant of 2 stent grafts and 2 debranch (ax-ax-left common carotid artery) was selected. After the bypass was performed a zta-de-38-91-w1 was deployed in the descending aorta without difficulties. Next, a zta-pt-46-42-179-w1 was inserted above the zta-de-38-91-w1. The inner curve of the stent graft deployed bent (pr310700 manufacturer report#: 3002808486-2020-00931), so ballooning was performed which resolved the bend. Hereafter, ballooning of the junction between the 2 endografts was performed, after this the blood pressure of the patient dropped and the patient went into shock and suffered cardiopulmonary arrest. The drop in blood pressure was assessed to result from re-rupture of taa with blood flow into the pleural space. Both type 2 endoleak from lsa, type 3a or 3b endoleak and type 4 endoleak was suspected and addressed with coiling of lsca and implant of a zta-de-46-97-w1 at the junction respectively. However, the type of endoleak could not be determined due to the low blood pressure. Resuscitation was performed but was unsuccessful. No autopsy was performed. Pre-implantation cta and angiograms from implantation were provided and reviewed by an imaging expert. Neither a type 4 or a type 3a endoleak is seen on the imaging. Per the findings of the imaging review ¿on cta, the ruptured aneurysm involved the lsa origin. Delayed lsa coil embolization would have left the aneurysm sac exposed to a type ii endoleak through the lsa along the anterior aspect of the lsa origin.¿ ¿imaging of the reported sealing stent angulation was not provided. The first provided completion angiogram was performed after lsa coil embolization and molding balloon angioplasty but before additional distal extension implantation. As reported, the angiography did not demonstrate a retrograde dissection or an endoleak. Numerous folds were evident. This unusual appearance likely was indicative of very low blood pressure.¿ ¿implantation of the second extension across the zta-pt-46-42-179-w1 and zta-de-38-91-w1 overlap significant changed the endograft configuration. The endograft was pushed superiorly into the aneurysm sac. This reduced seal zone length along the superior aneurysm neck at the lsa origin to 8.52mm and posteriorly to 8.05mm. The anterior sealing stent did not appreciably move. Very slow and faint endoleak was visible into the aneurysm sac along the zta-pt-46-42-179-w1 outer curvature after implantation of the second distal extension.¿ the imaging reviewer¿s impression is that an endoleak after the second distal extension is confirmed. It was likely a type 1a endoleak or a type 3b endoleak that occurred when the zta-pt-46-42-179-w1 was displaced into the aneurysm sac during implantation of the second distal extension. The confirmed endoleak was likely inconsequential to the outcome and likely secondary to second extension implantation. The very low blood pressure and an absent endoleak after lsa coil embolization indicate that exsanguination had likely already occurred before second extension implantation. Review of the device history record gave no indication of the device being produced out of specification. Per the instructions for use (IFU) in force for this device endoleak is a known potential adverse event. The IFU also states that the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair (fig. 3), including nonaneurysmal aortic segments (fixation sites) proximal and distal to the thoracic aneurysm or ulcer with a length of at least 20 mm. It has not been possible to establish an exact cause for the endoleak found in the imaging. It is likely that the endoleak is related to procedure as the imaging review describes that it did not occur before zta-pt-46-42-179-w1 was displaced into the aneurysm sac during implantation of the second distal extension. The endoleak was likely inconsequential to the outcome. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4).· similar to device under PMA/510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: emergency tevar was performed on a (B)(6) year old male patient to treat the rupture of a thoracic aorta aneurysm. The patient was suitable for the procedure. Tevar + 2 debranch (ax-ax-left common carotid artery) was selected in consideration of old age ((B)(6) years old), experience of perkutan coronar intervention (pci) and because the state of rupture was stable. After performing 2 debranch, the left femoral artery (fa) was cut down and a 8fr sheath was inserted. After advancing another manufacturers wire guide to the ascending aorta, a pigtail catheter with a marker was advanced to the ascending aorta over the wire guide, then the wire guide was replaced with medicos hirata¿s egoist. While, a 5fr sheath was inserted from the left subclavian artery (lsca), then terumo¿s radifocus was advanced to the ascending aorta and a pigtail catheter with a marker was advanced over the wire guide. Angiography confirmed state of the branch of the aortic arch, bypass and the location of to-be-placed stent graft. The delivery system of zta-de-38-91-w1 was inserted from the left fa and the stent graft was deployed in the descending aorta successfully with performing angiography. Next, the zta-pt-46-42-179-w1 was inserted to be placed above (proximal side of) the zta-de-38-91-w1. After the location was checked with angiography, the stent graft was deployed with performing ¿rapid pacing¿. Though the inner curvature side of the stent graft was deployed bent, it was resolved by ballooning with medtronic¿s reliant and the stent graft could be placed in a desired shape. (Blood pressure was confirmed to be lower at this time, so rapid pacing was not being performed.) The blood pressure kept dropping from then. Coiling was conducted in the lsca because the physician thought that type 2 endoleak occurred by retrograde blood flow from the lsca. Since the blood pressure did not rise, rtad (retro- grade type a aortic dissection) was suspected, but it was not confirmed with angiography. Fluid retention inside the intrathoracic space was confirmed with transesophageal echocardiography (tee), so thoracic drainage was conducted with a trocar catheter and much amount of blood was drained. Blood infusion and cardiac massage were performed, but no improvement could be seen. Pcps (percutaneous cardiopulmonary support) was also used, but it did not help. The physician thought that the bleeding (rapture point) was not arrested and suspected an endoleak. The extension and mainbody were placed with 2 stents overlap, so another extension zta-de-46-97-w1 was additionally placed in the junction part to resolve a possible type 3a endoleak. Angiography performed after that confirmed an endoleak and the physician judged it as type 4. Pupillary enlargement was observed and the amount of thoracic drainage did not decrease, then the patient was confirmed to be dead. Additional information provided: on (B)(6) 2020, the (B)(6) year old male patient had a breathing problem in the morning and went to the hospital. Hemodynamic status was stable when the patient arrived at the hospital, but because left pleural effusion was confirmed with simple CT and the pleural effusion was bloody, he was diagnosed with rupture of taa and transferred to another hospital with stable hemodynamics. When the patient arrived at the hospital, he stayed awake and alert. The patient was suitable for the procedure. Tevar with two stent grafts (in distal side first, the proximal side next) + 2 debranch (ax-ax-left common carotid artery) was selected in consideration of old age ((B)(6) years old), experience of perkutan coronar intervention (pci) and because the state of rupture was stable. Although open aortic arch replacement + open stent graft placement could have been selected, we had no suitable sized device in our stock. If the patient were young, I would have selected open aortic arch replacement. The patient family requested an operation after explanation of the operation by the physician. They entrusted the physician with the method. [Procedure prior to sudden changes in the patient condition] 2 debranch + emergency tevar was performed on the (B)(6) year old male patient to treat the rupture of a thoracic aorta aneurysm on the day at 20 o¿clock. After performing 2 debranch with heparin administration, the left femoral artery (fa) was cut down and an 8fr sheath was inserted. After advancing another manufacturers wire guide to the ascending aorta, a pigtail catheter with a marker was advanced to the ascending aorta over the radifocus, then the wire guide was replaced with medicos hirata¿s egoist. The physician did not experience any difficulty in manipulation of wire guides. While, a 5fr sheath was inserted from the left subclavian artery (lsca), then terumo¿s radifocus was advanced to the ascending aorta and a pigtail catheter with a marker was advanced over the wire guide. Angiography confirmed state of the branch of the aortic arch and the location of to-be-placed stent graft and also that ax-ax-lcca bypass was patent. The delivery system of zta-de-38-91-w1 was inserted from the left fa and the stent graft was deployed in the descending aorta successfully with performing angiography. Next, the zta-pt-46-42-179-w1 was inserted to be placed above (proximal side of) the zta-de-38-91-w1. After the location was checked with angiography, the stent graft was deployed with performing ¿rapid pacing¿. Though the inner curvature side of the stent graft was deployed bent, it was resolved by ballooning with medtronic¿s reliant and the stent graft could be placed in a desired shape. (Blood pressure was confirmed to be lower at this time, so rapid pacing was not being performed.) Usually, blood pressure of upper extremity rises and that of lower extremity drops during balloon inflation then the pressure becomes normal again after balloon deflation. During ballooning to resolve the bend, the blood pressure followed the usual movement. The second ballooning was performed between the junction of the two stent grafts, but after that, the blood pressure of the upper and lower extremities dropped and the patient went into shock and suffered cardiopulmonary arrest (pea). Resuscitation was performed. [Procedure after sudden changes in the patient condition]. The physician thought that type 2 endoleak occurred by retrograde blood flow from the lsca and it resulted in taa re-rupture and a blood flow into the pleural space. He blocked the flow from the proximal side of the anastomotic part of bypass in the left ax with performing fluid replacement and blood infusion and conducted coiling quickly in the lsca. However, because these treatments did not help, pcps was used. Fluid retention inside the intrathoracic space was confirmed with transesophageal echocardiography (tee), so thoracic drainage was conducted with a trocar catheter and much amount of blood was drained. The physician tried to control the bleeding with cell saver though, it did not help and neither did pcps. Angiography could not confirm obvious endoleak due to weak blood flow. Rtad (retro- grade type a aortic dissection) was suspected, but it was not confirmed with angiography. Cardiac tamponade was not observed. There was no problem observed in the landing state of the proximal and distal stent grafts, but because type 3a endoleak (from junction) was suspected due to 2 stents overlap, another extension zta-de-46-97-w1 was additionally placed in the junction part. Resuscitation was performed more than 60 minutes, but spontaneous circulation was not returned and pupillary enlargement was observed. Resuscitation was abandoned and the patient was confirmed to be dead at 22:50. Confirmatory angiography was performed by sending blood through pcps with the stent graft filled with contrast media, then endoleak from the stent graft itself was suspected, which looked more likely to be type 4 endoleak, but still there was a possibility of type 3b (damage in the graft). However, the type of endoleak could not be determined since autopsy was not conducted without consent from the patient family. Patient outcome: the patient expired.